Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a keypad anomaly, high blood glucose levels, and that the sensor could not be inserted. The customer's blood glucose level was 429 mg/dl at the time of the call, but was 600 mg/dl at another time. The customer treated with a bolus. The customer stated they had a bad cold and declined to troubleshoot. The customer was sent replacements but nothing was returned.